Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that their son's insulin pump died during the night when changing the site and the customer woke up with blood glucose readings in the mid 300 mg/dl range. Mother stated that he went through a lot of insulin trying to figure out how to get it hooked up. Mother stated that the insulin pump was not reading the reservoir and continuously received and error alarm during the manual prime. Drive support cap was noted to be normal and the customer's blood glucose readings at the time of the call were 192 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion or excessive no delivery alarms due to the prime/fill anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.